Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced low blood glucose. She also reported that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value is unknown. The customer stated that her blood glucose may have been about 50 mg/dl and she treated by drinking orange juice. She explained that the low was due to her not eating enough before going to bed. She did not recall any significant events leading to the button error alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump would be replaced and the customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms during testing noted. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked lcd window, a missing end cap sticker and a cracked reservoir tube lip.